Event description:
It was reported that the patient's ipg had not been providing therapy for 2 years. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient¿s ipg was replaced. The patient had not had therapy for two years. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.